Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a mechanical problem. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the investigation results, the angulation was locked. The suggested event was possibly caused due to irregular loading on the bending section during handling of the device by the user. The root cause could not be determined. The user may be able to detect the event in accordance with the following IFU. Instruction manual bf-190 series operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanism. Olympus will continue to monitor field performance for this device.